Manufacturer narrative:
On 20 nov 2015 it was prepared a final report with the information already submitted in the initial report. On 25 nov 2015 it was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 24 september 2015: lot 135222: (B)(4) items manufactured and released on 20 january 2014. Expiration date: 2018-11-30. No anomalies found related to the problem. No other inserts of the same lot have been sold up to now. On 21 september 2015 the medical affairs director made the following analysis of the case: fracture of the insert fixation screw is most likely due to excessive torque. Stresses generated on the clipping mechanism by most activities of everyday life are unlikely to cause dislocation of the insert in the gmk sphere system. In this case, unfortunately, the insert is very high and this is an unfavourable situation, particularly if the alignment of the joint is not optimal, but the clipping mechanism is very reliable and it should not make any clinically relevant problem. The cause of the screw failure cannot be determined with certainty, as the components are not being returned, but it is likely to be excessive torque. On 21 september 2015 the r&d ürpject manager made the following analysis inspecting the retrieved insert (the screw was not returned): from a visual inspection of the insert sent back were noted: damage of the anterior lip of the clipping system, probably casued during the extraction of the insert. No damages of the posterior lips of the clipping system. No anomalies of the hole for the screw. Even if the insert was damaged, it was possible to clip it into another tibial baseplate s5. It was also possible to screw a fixing screw to lock the insert into the baseplate without any damages to the insert and to the screw. From this inspection it is not possible to establish possible root cause for the event. We can only suppose that it may be caused by a malalignment of the insert on the baseplate because the insert was not well-clipped, or maybe by an excessive torquing force applied by the surgeon to the screw.

Event description:
This complaint is related to the revision surgery in MDR 2015-00204. Upon implantation of the sphere poly liner, the head of the screw which secures the poly insert sheared off. While trying to remove the broken screw head and shaft, the surgeon ruined the poly liner leading to another poly liner implantation. The final poly liner does not have a screw fixation because the shaft of the broken screw still remains in the shaft of the base plate. The ruined poly will be returned.